Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:analysis of the returned device identified: creases fold, wear abrasion, opening curved on anterior, posterior and radius and white particles outer device. Leak test and microscopic analysis was performed which identified: striated opening on radius, anterior and posterior. The fill test inspection was performed, the result is no blockage. A striated opening on radius, anterior and posterior assessed as surgical damage.

Event description:
Device has been explanted.